Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow-up in the office. The patient has had intermittent pause episodes on remote's. The patient has no complaints with episodes. Episodes were confirmed to be undersensing. No changes were recommended. Patient had no complaints after interrogation. Decision was made to continue to monitor. The patient is stable.